Event description:
Following a surgical procedure to replace the percutaneous electrodes of the neurx diaphragm pacing system, the surgical site of the replacement electrodes had not healed appropriately and the electrodes eroded through the skin. The pt and surgeon opted to return to surgery to clean and repair the surgical site and replace the electrodes again. The surgery was successful and the pt was able to use the dps.